Event description:
It was reported that the device was sent in for maintenance and required repair. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The investigation found the rpms were erratic.

Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the rpms were erratic and the device was noisy while running, the control bar was not in the correct position, and some parts were worn and corroded. The motor, bearings and other worn components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.